Event description:
The end user alleges they is always bumping into things in their home while operating the unit. They alleges they ran into a wall in their home and sustained a fracture to their left arm.